Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and there was no display due to a faulty printed circuit board. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the front panel of the high flow insufflation unit went off after an alarm sound. The issue occurred during a therapeutic laparoscopic cholecystectomy procedure. A similar device was used to complete the procedure. The device was inspected prior to the procedure and no issues were found. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.